Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening extended on the posterior, red particles, and the device was underweight. A visual and microscopic analysis was performed which identified a sharp opening on the posterior due to a surgical impact opening, stress mark on the shell and creases fold. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.